Event description:
It was reported that during a laparoscopic anterior resection, it was found that the deployed clip on the blood vessel was being scissored when the side of the clipped blood vessel was cut with a harmonic instrument. There was no bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the harmonic instrument had touched the clip when the tissue was cut.

Manufacturer narrative:
(B)(4). Batch # m90y84. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. A bag with one half of a clip was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. No scissored clips were formed. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the damage at the returned half of a clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.